Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would impacted this event.

Event description:
Information was received device had numerous error messages for downstream occlusion and cassette not attached. No adverse effects reported.